Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimul ator for bowel dysfunction and gastrointestinal/pelvic floor. It was reported the patient had reduced therapeutic effect and an impedance check showed several electrodes were out of range. A second impedance check on the day of the lead replacement surgery procedure showed electrodes 1 and 3 were out of range. The cause remained unknown.